Manufacturer narrative:
Initial.

Event description:
It was reported that the user received alert 124 after two restarts, and the battery level was below 50%; the user was instructed to charge the ilet above 50% and restart, consistent with a memory power supply error associated with a circuit failure involving the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an electrical or electronic component problem consistent with a component-level circuit issue on the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.